Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, the safety lock of the device broke on the third shot and device would no longer fire. Another device was used to resolve the issue in order to complete the case. There was no patient injury.